Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6)2013, the sensor was removed on the date of insertion. He reported that he found the sensor wire on the ground. The patient reported that he experienced no discomfort, and that no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.